Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the handle was broken. It was also noted that the electrocardiogram (ECG) connector was loose, the keyboard and slide assembly were missing, and both the left and right keyboard case hinges were broken. (B)(4).

Event description:
It was reported the programmer handle was broken. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.